Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported condition. The se found that the two wire connector on the display cable had become disconnected. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on patient the audible alarm on an e360 ventilator was not generated. The patient was remove from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.